Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window.

Event description:
It was reported by the customer that the insulin pump may not be functioning properly. Customer declined troubleshooting and stated that device clears settings after the batteries are removed. Customer's blood glucose level was 400 mg/dl at the time of reporting. Nothing further reported.